Event description:
It was reported that there were jammed staples, no further information is available. Completed with the same like product. Procedure: lap herniae. There was no patient consequence.

Manufacturer narrative:
(B)(4). Instrument a: nonconforming cartridge weld. Instrument b: batch # d5jd2y, exp date: 05/01/2012; (B)(6) 2007; damaged firing mechanism. Evaluation summary: the analysis results showed that one ems device a was returned with the nose open and non-functional due to an insufficient cartridge nose weld. The analysis results showed that one ems device b was received non-functional as the lifter was noted to be broken. No functional test could be performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.